Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported the patient was present at the clinic after receiving inappropriate therapy. The rhythm was atrial fibrillation with intermittent rapid conduction. Tech services suggested increasing the ventricular fibrillation zone or decrease the ventricular tachycardia zone. The patient will be put on medications. The plan is to adjust the ventricular tachycardia zone. The device remains implanted.